Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6)) was implanted on (B)(6) 2023. Approximately 3 months after surgery, the patient reported sudden onset of blurry distance vision and visual disturbances after failure to wear their rxsight uv protective eyewear for 1 week due to loss of the glasses. The clinical evaluation found an area on the lens that is suspicious of unintended refractive changes. The lal was explanted on (B)(6) 2024.